Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while making a sleeve on the stomach, the surgeon was not able to fire the device. The green button can be pressed but the handle cannot be squeezed. The jaws of the device locked on tissue. The instrument was removed by pulling the black knob on the handle. It was replaced by another stapler to complete the case. There was no patient injury.